Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient developed an infection at the access site due to a graft. The patient was to be started on antibiotics, and the impella was weaned and explanted. There was no further reported harm, and the patient survived.

Manufacturer narrative:
The investigation for the reported infection/sepsis issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿